Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false positive patient result to mycobacterium tuberculosis complex was obtained from the mgit analyzer. Upon performing a zn stain a negative result to mycobacterium tuberculosis complex was obtained. In addition, the sample was sent to another laboratory for a molecular immunochromatography test, which resulted as negative to mycobacterium tuberculosis complex. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary- material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Customer did not provide a batch number, photos or returns for this complaint investigation. Trending was done on the appropriate databases for bactec mgit 7ml (material 245122) and no quality notification trends have been identified for this material in the last 12 months. The complaint history was reviewed for material 245122 and there are no trends for performance issues in the last 12 months. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Tube bactec mgit 7 ml is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported when using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false positive patient result to mycobacterium tuberculosis complex was obtained from the mgit analyzer. Upon performing a zn stain a negative result to mycobacterium tuberculosis complex was obtained. In addition, the sample was sent to another laboratory for a molecular immunochromatography test, which resulted as negative to mycobacterium tuberculosis complex. There were no health impact or consequences reported.